Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed error 1000 message (defib failure - biphasic processor). It was confirmed that the error message requires that the power pca needs to be replaced. There was no pt involvement.